Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise on the atrial lead was noted. Reprogramming was performed to resolve the issue. The patient was in stable condition. Manufacturer report number: 2938836-2018-11078.